Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that rescue tape was applied to the driveline on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted driveline photos confirmed the report of external, superficial driveline damage. A specific cause for this damage could not be conclusively determined through this evaluation. The submitted driveline photos showed multiple areas of the external driveline with silicone jacket damage. There was no evidence of exposed wiring or wire damage. The patient ultimately underwent a pump exchange on (B)(6) 2021, following pump stops and suspected driveline wire damage; refer to manufacturer report number 2916596-2021-05502 regarding evaluation of (B)(6). The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.